Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft and the delivery system have been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that during deployment in the left sfa, only 1cm of the stent graft was deployed and would not deploy any further. The physician removed the device without any difficulties and completed the procedure successfully with another stent graft. There was no report of injury to the patient.